Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd¿ syringe 10cc s/t wos sterile water bns had foreign matter stuck in between the plunger tip and inner wall of the barrel. There was also water leakage. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Lot number is unknown; therefore a DHR could not be performed. The reported issue was previously investigated under another complaint: scar was also completed: 2 samples received have a small clear foreign matter (fm) of approx. 0.26¿ and 0.35¿ long, the fm is a plastic piece trapped between the stopper od and the barrel ID, the plastic piece was identified to be from the outside of the barrel flange. Both barrels present a small damage that caused the loose foreign matter - most likely the loose fm somehow was assembled along with the other components during processing. No additional test performed on the two samples received, only visual inspection. After exhaustive review of the assembly process, it was concluded that the damage found in the barrel was caused due to improper setup of the silicone gun used to spray medical grade silicone inside the barrel. If the silicone gun is setup loose, it could contact and damage the barrel during processing. A device history record review showed no rejected inspections or quality issues during the production of the two provided lot number(s) that could have contributed to the reported defect. Corrective and preventive action. 1. A quality alert was sent on 12/07 to all canaan's personnel for awareness of the foreign matter found in p/n 304086 by customers in japan. 2. Set up pins were put in place on (B)(6) to prevent the silicone guns from being improperly setup or moved to a position where they could damage barrels. 3. A preventive maintenance task was added on (B)(6) in order to verify and ensure that the guns are set up correctly and that the pins are in place. Situational analysis mds-19-1448-sa opened to evaluate the foreign matter issue associated with all complaints received so far and CAPA: 768379 was also initiated.

Event description:
It was reported that bd¿ syringe 10cc s/t wos sterile water bns had foreign matter stuck in between the plunger tip and inner wall of the barrel. There was also water leakage. No serious injury or medical intervention was reported.